Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced heart rate at 72 beats per minute (bpm). The device was unable to interrogate with different programmer and wands and a manet was placed over the device does not exhibit tones. Patient presented to the facility for generator change due to assumed rapid battery depletion or telemetry failure. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. This supplemental report was created to capture update on b5: describe event or problem.

Event description:
It was reported that this implantable pacemaker was unable to interrogate with a programmer. Also, when a magnet was placed over the device, it did not emit tones. The patient experienced heart rate at 72 beats per minute (bpm). This ICD was suspected of exhibiting premature battery depletion. Technical services (ts) recommended device replacement. This ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced heart rate at 72 beats per minute (bpm). The device was unable to interrogate with different programmer and wands and a magnet was placed over the device does not exhibit tones. Patient presented to the facility for generator change due to assumed rapid battery depletion or telemetry failure. This ICD was explanted and replaced. No additional adverse patient effects were reported.